Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the maxzero when disconnecting a chemo line. It was reported that the set up included a primary set, and texium attached to a maxzero. There was no report of patient or user harm.

Event description:
The customer reported a droplet of chemotherapy remained on the surface of the maxzero upon disconnection of a chemotherapy infusion. The droplet at the end of the connector is an expected function of the valve; the nurses were subsequently instructed to flush the valve with saline before disconnection to prevent chemo droplets from occurring. There was no report of patient or user harm.